Manufacturer narrative:
(B)(4) evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. Corrective and preventative actions are in the process of being implemented. The performance of these devices will continue to be monitored.

Event description:
It was reported that the armada 35 balloon catheter was advanced to the femoral artery. Upon inflation of the balloon, contrast was observed to be leaking between the hub and catheter. The device was removed from the anatomy and another armada 35 was used to complete the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.